Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.